Event description:
Physician was attempting to remove left pleural chest tube at the bedside of a sedated patient. During gentle extraction of the tube, a portion of the tube broke and separated remaining behind in the patient. Chest x-ray was ordered to determine location of tube and patient was scheduled for surgery to extract remaining tube. Surgery was performed and the remaining tube section retrieved and sent to biomedical for evaluation.